Manufacturer narrative:
Act, esc and arrow buttons did not respond due to flattened button dome switches(no crease). No unlock on lcd keypad connector noted. Unable to perform self-test, unexpected restart error test, displacement test or verify unexpected restart alarm due to button keypad anomaly. Insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple unexpected restart error alarm. Customer's blood glucose level was 129 mg/dl at the time of incident. Customer has experienced multiple a21 alarms after battery change. Customer will return insulin pump for analysis.